Event description:
Caller reported intermittent occlusion alarms. The customer's blood glucose level was 131 mg/dl. Customer resolved the issue by changing the infusion set and cartridge, then resuming insulin.